Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to stress urinary incontinence and pelvic organ prolapse. The patient experienced erosion, urinary/bowel problems and detrusor instability. It was reported that the patient underwent mesh removal on (B)(6) 2011. (B)(4).

Manufacturer narrative:
It was reported that the patient underwent interstim placement in 2011 and excision of mesh on (B)(6) 2013.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Additional narrative: it was reported that following insertion the patient experienced frequency, incontinence and vaginal burning. It was reported that patient underwent mesh revision on (B)(6) 2013 by dr. (B)(6) due to mesh erosion.

Event description:
It was reported that the patient underwent a surgical procedure on (b)(60 2007 and align urethral support system was implanted. It was also reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary retention.

Event description:
It was reported that following insertion the patient experienced urinary retention.